Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 1.2.4 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type unspecified.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod. The patient reports not receiving the correct blood glucose level readings from their continues glucose monitor and pod as it had read urgent low but the patients blood glucose level was over 250 mg/dl. Symptoms reported include hyperglycemia. Symptoms reported include hyperglycemia, tingling from head to toe, difficulty breathing and low blood pressure. In addition the patient reports feeling weal and having difficulty standing. The patient was taken by ambulance to the hospital. Once at the hospital the patient was treated with intravenous fluids, insulin and pain medication. The patient reports being in the hospital for 2 days.